Manufacturer narrative:
The insulin pump had no button response due to moisture damage found on keypad traces. There were no button error alarms noted. There were no numbers going up but not in the order noted. There was no moisture damage found on the electronics assembly.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose is 79 mg/dl. Customer stated that she was not able to clear the alarm. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.